Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "(B)(6) 2016, a cook celect platinum vena cava filter for femoral vein approach was inserted into the vena cava of [pt] to prevent pulmonary embolism. (B)(6) 2017, an unsuccessful attempt to retrieve the cook celect platinum vena cava filter from [pt]. On (B)(6) 2017, an unsuccessful attempt to retrieve the cook celect platinum vena cava filter from [pt]. It was discovered that [pt] inferior vena cava was perforated by the platinum vena cava filter. It was discovered that the cook celect platinum vena cava filter was tilted, and that the [pt] was hemorrhaging. It was discovered that the tines of the cook celect platinum vena cava filter had penetrated the right renal artery of the [pt] close to her aorta, and the hook was pointed into the base of her liver. On or about (B)(6) 2018, an open vena cava exploration and removal of the cook celect platinum vena cava filter from [pt] was performed." Patient outcome: hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. H6: evaluation method code: 4114 - device not returned , 4119 - insufficient information available, evaluation conclusion code: 4315 - cause not established. Summary of investigational findings: investigation based on event description only. No imaging provided and based on very limited information provided it would be inappropriate to speculate at what may or may not have caused the unsuccessful filter retrieval approx 14 months after filter placement and the perforation of ivc, the filter tilt, and the hemorrhaging approx. 2 months later. It is noted that the filter was surgically removed approx. Three weeks after latest retrieval attempt. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: event, relevant tests/laboratory data, other relevant history exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code:vessels, perforation of (2135)-listed in the IFU, blood loss (2597)- not listed in IFU, organ(s), perforation of (1987)-not listed in IFU device code: appropriate term/code not available (3191)- listed in the IFU, unintended movement (3026)- listed in IFU, migration or expulsion of device (1395)- listed in IFU. Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no (B)(4). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.